Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was undersensing and would not mode switch. The patient reported feeling like their heart was racing. It was confirmed that the patient was in atrial fibrillation. The sensitivity, polarity and post ventricular-atrial blanking period were changed but device would not mode switch. The device remains in use. No further patient complications were reported as a result of this event.